Event description:
Error message was indicated while using the product; staff followed commands on generator to resolve the error. Generator then read "defective device." Use of the product was discontinued.what was the original intended procedure?thyroidectomy.